Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing confirmed the conductor coils are fractured 333 mm from the terminal pin. Due to the location of the fracture, this is consistent with a fatigue fracture near the suture sleeve tie down area. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this left ventricular (lv) lead was removed from service due to a fracture. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--